Manufacturer narrative:
MDR (B)(4) / initial 4 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set patch did not stick to skin upon insertion on (B)(6) 2026. The blood glucose level was high at the time of event and treated via correction injection via multiple daily injection (mdi). The issue occurred with four infusion sets.